Event description:
It was reported the patient initially had a device to help manage pain in their pelvic area. The device had helped to manage the pain initially but then stopped working about 2-3 months before they had it removed. The device was removed in 2004. The health care provider was unsure why the stimulation had no longer managed their pain. It was also noted the patient had interstitial cystitis. It was later reported the patient's device had stopped working and was taken out. It was noted the patient's bladder was "shot" and they had no autoimmune diseases. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # j0357356v, implanted: (B)(6) 2004, product type lead; product ID 3095-25, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension.